Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
Revise entry description to: it was reported that the nurse claims to have had the roller clamp engaged and the alaris pump never alarmed when the infusion started. The customer has had five separate events like this happen since they launched their new fleet in december 2024. There was patient involvement but no harm. Bd later learned through due diligence attempts the following information: one event occurred on (B)(6) 2025, the infusion was infliximab, and that there was no patient harm.

Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex a: a25. Annex b: b01, b14. Annex c: c19. Annex d: d14. Annex g: g07001. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue, in which the pump module failed to alarm despite the roller clamp being engaged, could not be confirmed or reproduced during laboratory testing. An external and internal inspection was carried out and no problems or anomalies associated with the reported issue described by the facility were found. All inspected parts were manufactured by bd. Thorough laboratory testing a patient-side occlusion task was performed and preventive maintenance routine was performed using asm v12.3. The test results show the device passing all tests as required. An analysis was performed on the event logs extracted from the suspect pump module. Among the alarms and pauses observed during 02jun2025, a pause in the infusion at 9:23:43 am was noted. An air in line event at 9:41:28 am and a fluid side occlusion message at 10:08:25 am. Information on the 11 infusions performed was also extracted. 8:12:00 am rate: 100 ml/h, vtbi: 25 ml. 8:27:01 am rate: 300 ml/h, vtbi: 200 ml. 9:07:43 am rate: 300 ml/h, vtbi: 5 ml. 9:09:09 am rate: 100 ml/h, vtbi: 25 ml. 9:27:33 am rate: 300 ml/h, vtbi: 200 ml. 10:08:25 am rate: 300 ml/h, vtbi: 40 ml. 10:17:01 am rate: 300 ml/h, vtbi: 12 ml. 10:17:01 am rate: 300 ml/h, vtbi: 16 ml. 10:20:49 am rate: 300 ml/h, vtbi: 15 ml. 10:24:09 am rate: 300 ml/h, vtbi: 7 ml. 10:25:52 am rate: 300 ml/h, vtbi: 30 ml. Alaris system maintenance (asm) patient side occlusion test: a patient-side occlusion task was performed in asm v12.3 three times to confirm the pump module was operational. The tests passed with no errors or alarms. The results were 8.9 psi on the first test, 7.9 psi on the second, and 8.9 psi on the third test within the specified operating range (min 7.70 - max 12.70). Alaris system maintenance (asm) preventive maintenance (pm): a preventive maintenance routine was performed using asm v12.3. The test results show the device passing all tests as required. The bd alaris system user manual (v12.1) states under its warnings and cautions: do not modify this device. Modifying the device could affect the safety and efficacy of the bd alaris system. Do not use a device that appears to be damaged. Send the device to biomedical engineering for repair (see inspection requirements on page 366). Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm (see inspection requirements on page 366). The device cases should only be opened by qualified personnel using proper grounding techniques. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was disassembled for this investigation, please ensure proper assembly and re-torque all screws to specifications. Dchu is not responsible for any cost associated with incidental findings, or any cost associated with any 3rd party parts found. Root cause: the root cause of the reported not alarming pump module failure could not be identified during the investigation, the returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
Revise entry description to: it was reported that the nurse claims to have had the roller clamp engaged and the alaris pump never alarmed when the infusion started. The customer has had five separate events like this happen since they launched their new fleet in (B)(6) 2024. There was patient involvement but no harm. Bd later learned through due diligence attempts the following information: one event occurred on (B)(6) 2025, the infusion was infliximab, and that there was no patient harm.